Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's blower was not working properly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor will be replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue.

Manufacturer narrative:
On further internal inspection, the device's flow sensor assembly was found to be contaminated with hair inside of the assembly. The device's flow sensor assembly was replaced to address the issue.